Event description:
It was reported there were high thresholds which increased over time and high impedance. The lead impedance treated showed a sudden spike in impedance and had high/undefined impedance levels. It was further reported a lead fracture is suspected. The epicardial lead was inactivated and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.